Manufacturer narrative:
The customer declined service of the ventilator.

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the touch screen did not respond to touch. There was no patient involvement.